Manufacturer narrative:
Manufacture date: december 1, 2016 ¿ december 2, 2016. The device was received for evaluation containing approximately 187ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. There was only 30-40ml flow of fluid confirmed after 24hrs. The expected infusion time was 46 hours. The pump was filled with 5fu and saline (total volume not known). There was no patient injury or medical intervention associated with this event. No additional information is available.